Event description:
Physician reported that pt fell while participating in an outdoor activity. Pt fractured clavicle and also distorted his previously-implanted intermedullary bone fixation device. Surgery was conducted to replace the device.

Manufacturer narrative:
It is believed that the device was damaged as a consequence of the pt falling.